Event description:
It was reported that a patient experienced telemetry issues. An over discharge of the implantable neurostimulator (ins) was suspected. It was unknown how ling the ins was in over discharge. It was stated that the patient recharges every friday and had stimulation. It was noted that 6 weeks prior to the report the patient's stimulation "has not worked." There was no communication between the ins and the recharger. A physician-mode-recharge (pmr) was performed, and the patient was sent home to continue the pmr. It was stated that the patient did not "complete, stop and continue." The patient saw a power-on-reset (por) message on the programmer, but was pressing other buttons on the recharger to bypass the por and did not see the normal recharging screen. It was unknown how many "strikes: the patient had against their ins. Over two weeks later it was reported that the patient was "being evaluated" for a device replacement. About 3 weeks later it was reported that he patient's device was replaced on (B)(6) 2013. It was stated that the new system was "functioning well" and the patient was "very pleased and doing great."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Supplemental submitted to add conclusion code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.